Event description:
Consumer complaint of erratic blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 190-200mg/dl fasting. Verified the strips expire 08/24/2017. Customer confirms the strips are stored kitchen and were first opened (B)(6) 2015. Customer performed back to back blood test, 168mg/dl and 143mg/dl fasting. Reviewed meter memory: 160mg/dl, (B)(6) 2015, 06:16:00 am, fasting: yes; 139mg/dl, (B)(6) 2015, 06:12:00 pm, fasting: yes; 185mg/dl, (B)(6) 2015, 06:06:00 pm, fasting: yes; 363mg/dl, (B)(6) 2015, 06:01:00 pm, fasting: yes; 176mg/dl, (B)(6) 2015, 05:56:00 pm, fasting: yes. No adverse event reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of erratic blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 190-200mg/dl fasting. Verified the strips expire 08/24/2017. Customer confirms the strips are stored kitchen and were first opened 06/25/2015. Customer performed back to back blood test, 168mg/dl and 143mg/dl fasting. Reviewed meter memory: (B)(6). No adverse event reported.

Manufacturer narrative:
Internal report no. (B)(4) . Product not yet evaluated.